Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that during testing of the device when the shock button was pushed, the device failed to discharge into the test load. There was no pt involvement.